Event description:
No additional information was provided.

Manufacturer narrative:
DHR: no product or photo was returned by the customer. The customer complaint of leaking at luer lock site could not be verified due to the product not being returned for failure investigation. Device history record review for model 20027e lot number 22039230 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 17mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. We have had two recent chemotherapy spills occur due to leaking at the luer lock site of the bd smartsite extension sets (ref (B)(4)). Does materials management review or submit concerns regarding suspected issues with a product? I don't have the lot number for the first incident, but the most recent incident used lot number (10)22039230 with an expiration date of 3-16-2025.